Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with sensor glucose readings not being accurate. Blood glucose level at the time of incident was in the 300's and 400's mg/dl range and was treated with manual injection. Blood glucose was 280 mg/dl at the time of call. Troubleshooting did not resolve issue. Insulin pump will not return for analysis.